Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03395.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device failure. The lead was noted as severely kinked with all wires broken approximately 25.5 cm from the stimulation end. The lead was observed to have compression damage approximately 27 to 28 cm away from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.